Event description:
It was reported that the device broke. An angiojet solent dista catheter was selected for a peripheral leg procedure. Upon taking the device out of the box during preparation, prior to use in the patient, it was noted that the shaft of the catheter was broken. The procedure was completed without using angiojet. No patient complications were reported.